Event description:
The pt was admitted to the medical center on (B)(6) 2010 with a chief complaint of left foot claudication. Following a medical work up, the pt was found to be a candidate for a left femoral thromboendarterectomy. During the procedure, an 8x27 mm visi-pro balloon stent came off from the balloon in the right external iliac artery. The stent kept catching on a pre-existing stent, so the visi-pro was withdrawn. On removal, it was noted that the stent was no longer attached to the balloon, and was confirmed to be in the right external iliac artery on fluoroscopy. Given the positioning of the stent, it was felt that it would be better to deploy the stent rather than retrieve it. The stent was inflated in the external iliac artery, partially in the previous placed right external iliac artery stent. F/u angiogram demonstrated normal patency without focal narrowing. No injury to the pt reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.